Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there is a problem with the battery contact board. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the xl device indicating that the battery contact board has a problem. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the battery contact board, however according to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was notified that the unit is end of life and no longer serviced. The device remains at the customer's site. No further action is warranted at this time.